Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, the buttons on their poc were not working correctly to be able to control the settings. It was reported that the patient's wife called 911 and the patient was transported to the ER for 7 hours. The patient stated that they were sent home after being stabilized. The patient reportedly received breathing treatment and supplemental oxygen. The patient has a history of copd and has not received their replacement unit yet.